Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a fault in 2009, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. Available information indicates the device remains in service with no reported complications.

Event description:
Subsequently, approximately four years later this device was explanted due to normal battery depletion. The device was returned for routine post market analysis. No adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.